Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, foreign objects in the air water tube and air water cylinder and dirty scope connector. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the noisy image and no image was corrosion on the plug unit. In addition, the cause of the presence of foreign objects in the air water tube and air water cylinder could not be determined. And the cause of the dirty scope connector was water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope displayed a noisy image. It is unknown when the reported issue occurred. There were no reports of patient harm.